Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned during an ra lead revision. According to the information provided, the patient required an epicardial lead due to anatomy and access, so this rv lead was not extracted but removed from service to use it as an emergency backup to epicardial leads. No additional adverse patient effects were reported.